Manufacturer narrative:
Will not be returned to manufacturer.

Event description:
Reporter alleged obtaining the results of 550 mg/dl, 162 mg/dl, 145 mg/dl and 143 mg/dl back to back within 10 minutes on the aviva system. Reporter stated that he took 76 units of novolin and 20 mg of glipizide as he normally would have. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product. Reporter alleged the customer obtained the results of 150 mg/dl and 450 mg/dl back to back within 10 minutes on the compact plus system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product. Reporter stated that the strips were depleted, so no product will be returned for evaluation.